Manufacturer narrative:
Additional information added to h6. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one hour after the patient was connected to a prismaflex set, a leak was observed at the lower inlet of the filter (red line connection). "Very small volume" of blood dripped out at the lower connection, and the blood ran along the housing of the set. It was reported that very small volumes of blood continued to leak out even after wiping the blood away. Therapy was stopped and extracorporeal blood was returned to patient. There was no patient injury or medical intervention associated with this event. No additional information is available.